Event description:
The following has been reported: speaker error, the noise level of the pump was at 2. Error 51 is displayed. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.